Event description:
Device 3 of 3. Reference MFR report: 1627487-2012-11472. Reference MFR report: 1627487-2012-11473. It was reported the pt was unable to increase the amplitude of the stimulation; the system would auto-reduce. The sjm representative met with the pt for reprogramming and was unable to provide full coverage. It was reported the physician planned surgical intervention to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.